Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer was already disconnected from the pump. Customer stated that the pump was broken where the reservoir sits. Customer stated that the pump was also cracked. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. The pump also had a broken reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corners and case.